Event description:
Olympus (omsc) was informed that the customer gastrointestinal videoscope was returned to the olympus repair center for a reported ¿leakage from switch (3#)." The customer reported issue was found during an unspecified event. However, the olympus repair inspection identified foreign matter inside the air/water nozzle at the distal end of the scope. This report is being submitted to capture the foreign matter found inside the air/water nozzle during repair inspection. No death, injury, or harm has been reported to olympus.

Manufacturer narrative:
The repair inspection confirmed the customer reported issue was confirmed, water tightness of switch# 3 was not maintained. Also, foreign matter was found inside the air/water nozzle at the distal end of the scope and the air/water flow has insufficient flow. Additionally, the repair inspection noted the following: the adhesive of the bending section cover is cracked, there is dirt/debris on the distal objective lens, the image is cloudy, the control body is discolored, there are cosmetic scratches on the switch box, switch #2, the insertion tube, the control body, the zoom lever, the distal tip cover, the up/down and the right/left angulation control knobs, the up/down and right/left free engage levers, the biopsy port, the universal cord, and on the scope connector, scope connector cover, the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices, and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 investigation findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, it is not known if the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¿inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.